Event description:
It was reported that the patient experienced elevated blood glucose after a routine infusion set change while using the ilet system; no missed meal announcements or medication changes were reported, and glucose levels normalized after replacing all infusion supplies. Symptoms included high blood glucose of 400 mg/dl. Outcomes included the need for troubleshooting and user education without medical intervention. Investigation included technical review through customer communication and troubleshooting guidance. Investigation of this case revealed that a supply-related delivery issue or suboptimal infusion site absorption was suspected, with no visible kinks, leaks, or bent cannulas reported and potential scar tissue or muscle involvement discussed given limited abdominal sites. It was concluded that the cause of the hyperglycemia was unclear and that user education on alternative infusion sites was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.